Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (manipulation of the devices) may have contributed to the leaflet detachment and embolization to the rca, subsequent mi on pod1 and placement of a coronary stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4) and through the (B)(6) tavi case registry, a 26mm sapien 3 valve was deployed via the transfemoral tavr procedure. On postoperative day (pod) 1, a right coronary artery (rca) occlusion was confirmed. A myocardial infarction (mi) occurred. A stent was placed to repair the occlusion. The patient outcome was determined to be in ¿remission¿. On pod8, the patient outcome was determined to be ¿recovered¿. Information regarding the native annular diameter, degree of valvular calcification and coronary ostium height was not provided. Per medical opinion, the relationship of the event to the implanted valve was denied. The relationship of the event to the tavr procedure was affirmed. The cause of the event was considered to be embolization of a leaflet detachment after valve deployment. The seriousness of the event was considered as serious.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: patient gender.